Event description:
This patient underwent a left total knee athroplasty in 2004. She recently began having painn on amublation and difficulties with adl's. She presented to this facility for a revision of the left total knee. Intraoperatively the tibial component was found to be loose. All components were removed and replaced. As per hospital policy components are not available for release.